Event description:
It was reported that a pt presented with a post-operation refractive error in the right eye. The outcome was -3.50sf and -1.00 cyl. The pt's visual acuity before the implant was 20/60 and the pt's best corrected visual acuity after the implant was 20/32. The lens was explanted and replaced.

Manufacturer narrative:
The lot history record was reviewed for the lens and there were no nonconformances or anomalies related to this complaint. The product was deemed acceptable for release. No other similar complaints from the same lot, have been received. The device has been requested but has not been returned for eval. Investigation is underway.